Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) value on the home screen did not match the bg displayed on the bolus menu. Customer's blood glucose ranged between 81-351mg/dl. Reportedly, the issue resolved on its own and the bg on the bolus screen matched the bg on their home screen and customer continued to use current pump for insulin therapy.